Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10431. It was reported the pt was not satisfied with the pain relief received from her scs sys. Diagnostic testing revealed normal impedances and x-ray results showed no anomalies. The pt elected to have the entire scs sys removed.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval results: as received, the ipg was received with instrument marks on the can. A visual insp of the ipg did not find any damage to the casing or header. The ipg was subjected to mechanical and electrical testing and functioned within spec. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.